Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference related manufacturer report no:. 2015691 2023 14747. Investigation is ongoing.

Event description:
During the preliminary evaluation of the device, it was found that the bent valve tine of a 26mm sapien 3 ultra resulted in the loss of integrity of the first esheath+. As reported by the edwards lifesciences territory manager, this was a transfemoral transcatheter aortic valve replacement procedure. Upon CT interrogation of the groin, it was noticed that a distal tine on the 26mm sapien 3 ultra valve was bent while on a 26mm commander delivery system within a 14fr esheath+. The esheath+, commander delivery system, and valve were safely removed without incidence. A second 14fr esheath+, 26mm commander delivery system, and 26mm sapien 3 ultra valve were prepped and used for the procedure. The new valve was implanted successfully. The patient did not experience any injuries. Initially, no loss of integrity to the first sheath caused by the bent valve tine was reported. However, preliminary evaluation of the device by edwards lifesciences revealed that the strain relief and sheath shaft of the first esheath+ was punctured.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected h.6 component codes, additional codes added to h.6 type of investigation, corrected h.6 investigation findings, corrected h.6 investigation conclusions. The sapien 3 ultra (s3u) valve was returned to edwards lifesciences for evaluation. The device was visually inspected, and the following was observed: the valve was received on the balloon shaft stuck in the sheath housing. The sheath hub was disassembled to remove the valve. The valve was pulled through the duckbill valve, and one valve strut was bent outwards at the inflow side. Due to the nature of the event, no applicable functional or dimensional testing was performed. Imagery was provided by the site and revealed the following: tortuosity was present in the left and right access vessels. The instructions for use/training manuals were reviewed for guidance/instruction involving the s3u valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to introduce and navigate the catheter through anatomy. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The frame damage was confirmed through device evaluation. An existing technical summary written by edwards lifesciences captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in the technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen during advancement, leading to resistance. Per imagery provided by the site, there was presence of tortuosity in patient's access vessels. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. In this event, the sheath was inserted at a steep angle. Excessive device manipulation/ high push force can lead to the valve struts interacting with the sheath shaft and resulted the strut damage at the valve inflow side. Per visual evaluation if the returned valve, one strut was bent outwards at the inflation side. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath resulted in frame damage. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. Based on available information, investigation suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation, high push force, steep insertion angle) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.